Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Whereas automatic implantation detection algorithm integrates the automatic polarity settings functionality. Leads polarity remained in unipolar configuration despite a bipolar lead was connected.